Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 25-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2017 with the following findings: during investigation, the pump powered on with the returned battery cap. All the keys were responsive. The keypad was removed and there was no contamination found under the key contacts. The pump case was removed and the keypad flex cable was found to be fully inserted into the keypad flex connector and connector latched. There was no evidence of moisture on loose components inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.